Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a clinical specialist, during implantation of a 26mm sapien 3 valve in the aortic position via transfemoral approach, difficult time advancing the valve through the aortic arch (severe aortic root calcification). During valve deployment, the valve partially deployed due to a tear in the balloon. The system was pulled into the descending aorta, and a 26mm true balloon was used to deploy the valve in the descending aorta. A second 26mm sapien 3 valve was successfully deployed in the native annulus without issues.

Manufacturer narrative:
The device was not returned for evaluation and pictures were not provided to evaluate. A device history review was performed and did not reveal any manufacturing issues that could have contributed to the complaint event. A lot history review was performed and revealed no other relevant complaints for the complaint codes ¿balloon leakage.¿ a review of complaint history revealed that the occurrence rate did not exceed the march 2017 control limits for the trend category of ¿leakage¿. There were no instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Due to the device and/or relevant photographs/video not being returned for evaluation, the complaint of ¿balloon leakage¿, was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. It is unlikely that the delivery system left the manufacturing site with the reported damage on the balloon as the devices are 100% leak tested and visually inspected. While a balloon burst was not reported, a detailed root cause analysis relating to balloon damage while deploying into a calcified annulus has been summarized in a technical summary written by edwards lifesciences. Per the reported information, the patient had severe aortic root calcification. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to open cell impingement and stress concentration against calcium nodules. The document also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). The engineering evaluation completed for the device in question is in agreement with the assessment documented in the technical summary. As the delivery system was able to be de-aired during device preparation with no note of balloon leakage, it is likely that the damage to the balloon occurred during the procedure. Reviews of the reported information revealed that the patient had severe calcification in the aortic root. It is possible that, during the advancement or inflation of the balloon, the structure of the balloon wall became damaged by this calcification, resulting in the reported tear in the balloon which would have resulted in leakage during inflation and the partially deployed valve as described in the information reported. As such, the root cause for this complaint can likely be attributed to patient factors (calcification). Due to the device or relevant photographs/video not being returned for evaluation, the complaint of ¿balloon leakage¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rates for the trend category of ¿leakage¿ did not exceed the march 2017 control limits. No corrective / preventative actions are required at this time.